Manufacturer narrative:
Investigation: the complaint was investigated for a z6ms acquisition 40 error. The transducer was returned, and an investigation was performed. Engineers were not able to reproduce the aquisition 40 error, but found image quality issues. The cause was determined to be articulation sleeve material reliability, which can lead to system errors and image quality issues. A c-flex articulation sleeve material inspection & rework process was implemented since novevmber 2015. And a new sleeve material change was implemented since septebmer 2016. This transducer was prior to the corrective action. The transducer was replaced at the site. (B)(4)

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the transducer generated a us acquisition (B)(4) message during device initialization. The user disconnected and reconnected to another transducer port; however, the problem remained. The user rebooted the ultrasound system to restore functionality and replaced the transducer. The reported error issue was resolved. There was no procedure being performed at the time the error occurred; therefore, there was no patient involvement. No additional information was provided.